Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised on an unknown date due to infection. During the revision procedure, it was reported that the stem could not be explanted. Therefore, all components were removed except the stem and a spacer mold head was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction."

Event description:
It was reported that the patient underwent an initial left hip procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to infection. During the revision procedure, it was reported that the stem could not be explanted. Therefore, all components were removed except the stem and a spacer mold head was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number & expiration date - unknown. Manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.